Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right atrial (ra) lead exhibited oversensed noise. Programming changes were made. The patient presented for a routine generator changeout. Prior to the procedure, upon interrogation, it was observed that the ra lead exhibited low pacing impedance and a failure to capture. The ra lead was kept in use. There were no patient consequences.